Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 102 mg/dl at the time of incident. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk; unable to verify a33 alarm due to motor error alarm. The insulin pump was programmed with multiple boluses and all registered properly in the daily total history, no history anomaly noted. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, belt clip slot, minor scratched display window and missing the end cap sticker.